Event description:
It was reported that the user sought assistance completing a feature reset after discussing with their healthcare provider a change from not announcing meals to consistently announcing meals, and recent steroid injections were associated with elevated blood glucose readings in the 400s; the user was using an ilet pump with a 6 mm infusion set and a g7 sensor, initially was not receiving a cgm reading and could not enter weight, and after guidance the user entered weight and initiated go bionic, with the device problem and component details otherwise unspecified. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.